Event description:
It was reported that during a laparoscopic cholecystectomy, the clips scissored and apparently fell off post-op. Pt experienced leak in common bile duct and had to be reoperated. Surgeon retained some clips that were scissored. One device was discarded and clips will not be returned.